Event description:
According to the available information, on the first pass of the needle and altis sling on the patient's left side, when the needle was rotated back out, the sling mesh came out and the anchor stayed in place [suture break]. Thus, the sling separated from the anchor (static side). A new sling was attempted and both sides were successfully placed. The sling was then adjusted, and the excess suture was trimmed. On closing the vaginal wall, it was noted that the sling was loose on the right side (dynamic side). The sling was tugged gently, and it came out. Apparently, the suture slid out of the (dynamic) anchor [suture break]. At that point, the doctor just removed the sling, and no further sling was placed.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. There were no nonconforming reports confirmed in veeva to be associated. There were several complaints identified against this lot: however, with various failure modes. Therefore, this is not considered a trend. A preventative CAPA has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. Devices met specification prior to release.